Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had the outer sheath rotate even when the angulation control knob was pressed. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion tube was loose, the insertion tube was dent, the light guide bundle was broken, the insertion tube was bend, the universal cable was scratched, and the objective lens window was scratched. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bent, loose and dent insertion tube was due to components failure of insertion tube; broken light guide bundle was due to a component failure of distal end of the video telescope; scratched universal cable was due to a component failure of universal cable; scratched objective lens window was due to a component failure of objective lens window. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.